Event description:
It was reported that on (B)(6) 2025, a 35mm navitor valve was selected for implant using a large flexnav delivery system (ds). The length of the patient's membranous septum was 3.1 and there was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, a pre-dilation was performed with a 28mm balloon. The valve was then introduced and positioned. Upon initial deployment it was determined to be too shallow so the physicians attempted to recapture the valve. The deployment wheel was brought to the end of travel, but there was still a fair amount of valve exposed the micro adjustment wheel was also used in numerous attempts to cover the exposed inflow edge of the valve. The system was brought into the descending aorta and the valve recapture was performed again but was unsuccessful. The ds was removed and a new large flexnav ds and 35mm navitor valve were prepped. At some point after the attempted implant of the first valve, the patient went into complete heart block. Upon removal of the ds, the capsule at the outflow edge of the valve was accordioned and no longer useable. The replacement valve was able to be successfully implanted within the patient at a depth of 5mm on the non-coronary cusp and 4mm on the left coronary cusp. A permanent pacemaker was also implanted to treat the heart block. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.

Manufacturer narrative:
An event of complete heart block was reported. The valve, loaded inside the flexnav delivery system, was returned to abbott for investigation. The valve was observed to be in a dehydrated state. No other anomalies were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported event could not conclusively be determined. The reported surgical intervention was a result of case-specific circumstances as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor valve was selected for implant using a large flexnav delivery system (ds). The length of the patients membranous septum was 3.1 and there was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, a pre-dilation was performed with a 28mm balloon. The valve was then introduced and positioned. Upon initial deployment it was determined to be too shallow so the physicians attempted to recapture the valve. The deployment wheel was brought to the end of travel, but there was still a fair amount of valve exposed the micro adjustment wheel was also used in numerous attempts to cover the exposed inflow edge of the valve. The system was brought into the descending aorta and the the valve recapture was performed again, but was unsuccessful. The ds was removed and a new large flexnav ds and 35mm navitor valve were prepped. At some point after the attempted implant of the first valve, the patient went into complete heart block. Upon removal of the ds, the capsule at the outflow edge of the valve was accordioned and no longer useable. The replacement valve was able to be successfully implanted within the patient at a depth of 5mm on the non coronary cusp and 4mm on the left coronary cusp. A permanent pacemaker was also implanted to treat the heart block. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.